Event description:
It was reported that the user¿s trainer requested a factory reset of the ilet due to maladaptive use behaviors, including not announcing meals consistently and announcing meals only to correct high blood glucose, which led to inefficient ilet performance. At the time of the initial call, the user had a blood glucose of 218 mg/dl and low device charge, and later the user completed setup with a dexcom g7 sensor warm-up and proceeded to ¿go bionic.¿ symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education, including guidance to charge the device adequately, ensure in-range glucose before reset, complete cartridge rewind and infusion set steps, and re-enter body weight during setup. Investigation included a remote walkthrough of ilet setup, verification of cartridge rewind and infusion set placement, cgm pairing with code entry, and confirmation of sensor warm-up prior to initiating closed-loop operation. Investigation of this case revealed that device function was intact and the reported inefficiency was associated with user operation, specifically meal announcement practices and timing of reset attempts while hyperglycemic and with low device charge. It was concluded, based on previously established findings for similar reports, that the cause was use error related to meal announcement behavior and procedural setup steps rather than a device malfunction.